Manufacturer narrative:
H3. Analysis of the implantable neurostimulator found that the battery was overdischarged and permanently damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Patient stated that more than a year ago she lost her recharger. She recounts previously having difficulty charging, specifically that it was a struggle to maintain the "8 black boxes". At the time the recharger was lost, she did not contact manufacturer or her physician, instead lived with her increasing pain. She discussed her experience with her physician,and they together decided to swap the battery for an intellis as it would offer a better recharge experience. Of note, patient stated that her pain relief was excellent. Following the battery swap, rep obtained the explanted battery and attempted to recharge so that they could obtain a programming report to replicate the programming in the new battery. After 2 pmr cycles, the battery converted to a normal recharge cycle. Rep's "demo" recharger, however, kept shutting off during the normal recharge cycles and failed to put a sufficient charge into the battery to obtain a report.